Event description:
It was reported by the user facility that the saline bag was filling during recirculation. The saline bag appeared to have filled during recirculation mode. A patient was not connected to the machine at the time of the incident. No patient involvement. The user facility reported that the machine was pulled off floor for saline bag filling while trying to complete a recirculation program during first treatment of the day. Recirculation was set for 3 minutes. Last maintenance was annual pm completed on (B)(4) 2013. No parts were replaced two weeks prior of occurrence. No quick disconnect at drain line. No signs of occlusion at drain. Length of drain line 15ft. Unsure of drain height. Customer denied for service to come out. Facility no longer has saline bag or lines to send back.

Manufacturer narrative:
Investigations findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.